Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited episodes of noisy signals, oversensing and inappropriate therapy delivery. A competitive atrial lead had dislodged into the ventricle and was felt to be coming into contact with the defib shocking coils. Upon further investigation, it was also noted that the defibrillation lead was crushed. The device and lead were explanted and another guidant ICD and defibrillation lead were subsequently implanted. The device and lead were returned to guidant for analysis.